Event description:
Reportedly, the information printed on patient stickers was not aligned with the sticker size.

Manufacturer narrative:
Summary of the investigation: review of the manufacturing records confirmed that the labels were incorrectly printed following the automated packaging method. The root cause of this irregularity is attributed to a misalignment between the sticker template and the printer variability: the size of the printed content is slightly smaller than the size indicated in the specifications. In addition, the initial positioning of the label roll in the printer can contribute to the acceleration of the observed misalignment. Due to these printing variabilities, the alignment of the stickers is slightly affected during the print session as the number of labels remaining in the printer label roll decreases. The devices in stock showing a similar behavior were reworked to correct this issue. In order to avoid the reoccurrence of such issue, a corrective action was launched to update the patient sticker label templates and its validation process, and to update the automated visual inspection to verify the alignment of these patient stickers. It should be noted that there is no patient safety risk associated to this non-conformance. The investigation results are retained and utilized for trending purposes.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the information printed on patient stickers was not aligned with the sticker size.